Event description:
The customer reported approximately three (3) milliliters of red-pink fluid leaked inside the unit on the right side tray involving coulter lh slidemaker. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer has an exposure control management plan at the facility and cleaned up the fluid per laboratory protocol. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered diluent leaking from the pinch valves on the dispense module. The fse replaced the tubing on the dispense module to resolve the issue. The fse also noted getting basket move position errors. The fse ordered and replaced the sensors. The unit conformed to the manufacturer's published performance specifications. (B)(4).